Manufacturer narrative:
Concomitant medical products: product ID: 97712, serial#: (B)(4), implanted: (B)(6) 2018, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reports ins is only lasting about 2 days and used to last a week. Patient states he does keep the stimulation level high however number is not known. When troubleshooting patient was seeing poor communication on remote. Patient states he has not been able to charge ins for a week and the last time he was able to charge the ins with boxes was two weeks ago. Patient states this started about a month ago where it was completely charged and the evening was empty. Patient states he is not getting stimulation now and cannot charge. Pss reviewed possible over discharge and directed to hcp for further troubleshooting.